Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that a mis stem intraop. Extraction instrument was used in a surgery on (B)(6), 2015. It was reported, that the inserter was properly clamped to fit more stem, but in the process of stem impaction the plastic connector fractured. Surgeon was able to successfully implant the stem despite the broken fitting.

Manufacturer narrative:
It was reported that the one plastic connector fractured. DHR review results: mis stem intraop. Extraction instrument, ref#01.00559.620 lot#09.447414 the device manufacturing quality records indicate that the released components met all requirements to perform as intended. The visual examination showed that the one of two black plastic parts which are inside the fitmore extractor was missing. Possible causes for the reported event according to dfmea: - instrument broke, deformed or inadequate function -> due to excessive deterioration of instruments during long term use. Possible as the extraction instrument had a lot of evidences of long term use like scratches. The jaw which was still in the extractor was strongly attired which occurs to long term use. - device broke or deformed during surgery, particles remained in wound or affect usability -> due to impaction/torque force on instrument during operation. Possible as during the surgery a strong impaction/torque forces occured. The jaws could become loose and for example during the cleaning they could drop out. - damaged instruments, implants, body or wrong operational step -> surgeon or staff unfamiliar with implantation technique. Possible as the surgeon did not know how he should use the extraction instrument, it could be that strong impaction/torque forces occured which loosened the jaws and they could drop out. - instrument broke or deformed -> due to damage of instrument through incorrect use (e.g. Breakage, etc.). Possible as during the surgery a strong impaction/torque forces occured which arised by wrong handling of the extraction instrument. Through the forces the jaws could loosen and drop out of the instrument. - instrument broke or deformed-> due to off-label use. Possible as during an off-label use of the extraction instrument the jaws could become loose and drop out of the instrument. The reported event could occur due to a strong impaction/torque force during the surgery. Through this force it could be that the jaws become loose and drop out. Due to a long term/often use of the instrument it could be that the jaws become loose. However, based on the given information and the result of the investigation, we were not able to identify a specific root cause for the reported issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the broken piece fell on sterile field and not into the patient. No removal of pieces was required.